Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter (full) phone: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a tego¿ connector. The valve of the device reportedly was sinking and this interrupted blood flow during use. Because of this problem, the tego device had to be replaced in less than 7 days of use. The same event occurred on (B)(6) 2025 and (B)(6) 2025. No one was harmed as a result of this event.

Manufacturer narrative:
D9 - date returned to mfg: 4/11/2025. Although no photos or videos were shared, the complaint can be confirmed based on failure mode description and device history review (DHR) review. The probable cause is due to a variation on tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. The DHR lot# review was performed, and it was found that this lot had been confirmed before with a similar failure mode described by the customer.

Manufacturer narrative:
Investigation summary although no photos or vides were shared, complaint can be confirmed based on failure mode description and device history record review, the probable cause is due to a to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Corrective and preventative actions are in progress. The package was shipped and was marked as delivered; however, it could not be located within ICU medical¿s facility despite several searches.